Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, raised, bumpy, sore rash underneath his right arm that goes around and down the side a little bit. Patient then developed shingles. The patient's doctor instructed the patient to remove the device while the shingles were present and was prescribed gabapentin and valacyclovirhol for the shingles. The outcome of the irritation is not known.